Manufacturer narrative:
Concomitant medical products.: product ID 97755 serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the circumstances that led to the battery depleting quickly was it just quit in about 3 days. The patient called their manufacturer representative who directed them to a helpline and they were able to quickly resolve the problem.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the battery ran out, and the patient's rep told them on the phone said it shouldn't have worn out this quickly; patient services understood that the patient was speaking about their implant (ins) battery. The patient said the rep instructed them to reset the controller, and when they did that they "got all kinds of thing" and finally got english. The patient then described that controller was running around in circles, and told them to select your device but that it was not the number of their device. The patient said they selected other but nothing happened. The patient said they saw a hello set up screen. On the call, the patient reset the controller and described seeing the controller pairing screens; the patient then connected the recharger (rtm) but the controller initially did not advance to the position screen. The patient unplugged the rtm and plugged it in again and then saw position screen and selected continue. The patient then saw searching screen and found screen;the patient read the device serial listed, which patient services confirmed was the patient's implant serial number, and selected ok. The patient saw the paired screen and fi nished screen and selected ok. The patient then described seeing checking the recharger screen circling, but it never advanced to the recharging screen. The issue was not resolved. An email was sent to the repair department to replace the rtm.